Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.